Event description:
It was reported that during routine testing, the handpiece showed a torque issue. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The handpiece failed characterization test with a high t1 max torque value and the snap lock traveled further than the expected length on the lead screw. This is indicative of needing more shims. The gear on the snap lock was visibly moving during characterization, further confirming the lack of shims. The malfunction is likely due to be expected wear / tear and no corrective actions were initiated for this issue.